Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump component removed as the implant deflated with intercourse. A bulge was seen in the right cylinder. It appeared that right cylinder might have been twisted inside corpora. A new inflatable penile prosthesis consisting of 15cm cylinders and a pump were implanted. The patient status was reported as good.